Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose level (500 mg/dl). Customer was treated with intravenous drip and released the following day with no permanent damage. Review of pump history by tandem technical support showed no issue with pump performance or supply integrity. Customer stated that she was not overriding the correction bolus denial due to insulin on board and health care provider stated that this is most likely the reason for subsequent increase in bg level; however, boluses were given prior to the high bg event, and were according to settings in the pump, suggesting the elevated bg may have been due to other biological factors.